Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received an pump error alarm. Troubleshooting was performed and the customer was able to clear the alarm and rewind the pump successfully. Advised the customer to perform self-test on the pump and it got passed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit passed displacement test and self-test. Unit successfully downloads to thump. No pump error 63 noted during testing. However, confirmed pump error 63 variable (line number: 147, file number: (B)(4) in the pump history download on (B)(6) 2023 16:25:36.000 due to moisture damage to the pcb1 board as per global logic analysis (B)(4). Moisture damage noted to motor assembly per visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, cracked battery tube threads, scratched case, pillowing keypad overlay, cracked battery tube case, cracked keypad overlay, and corroded motor home switch. The p-cap/reservoir does lock properly. Confirmed pump error 63 in the pump history download due to moisture damage to the electronic assembly. No unspecified alarm noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.